Event description:
It was reported that two devices were used during a lobectomy. After firing the stapler and releasing the handles properly, the jaws would not open. After some time, the surgeon was able to slide the stapler off the tissue. There was no consequence to the pt.